Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that core wire detached from the implant. The patient was undergoing a left atrial appendage closure procedure. A 33mm watchman laa closure device & delivery system was advanced. When preparing to deploy the device it was noted that the core wire became detached from the implant. No problems were noted deploying this device and optimal position was achieved. No patient complications were reported.